Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: unintended site. Onset of adverse event: during the procedure. It was reported that during the procedure in an unspecified coronary vessel, the xience v stent system would not cross the lesion. After removal of the stent system from the anatomy, the stent was not on the balloon. There was no stent seen in the coronary and no stent was found outside the anatomy. It is the physician's opinion that the stent remains in an unk site in the anatomy. Though requested, no additional info has been provided.

Manufacturer narrative:
(B) (4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. The lesion characteristics and pt anatomical morphology were not described in the incident info and may have aided in the evaluation. Although a conclusive cause for the reported failure to cross cannot be determined, there does not appear to be an indication of a product quality deficiency. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time to manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. To help ensure that the reported stent dislodgement is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The lesion characteristics and pt anatomical morphology were not described in the incident info, as mentioned above, and the product was not returned and may have aided in the evaluation. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and the lesion affected the stent attachment. However, there is limited case info available at this time and the location of the dislodged stent is currently unk. Although a conclusive cause for the reported stent dislodgement cannot be determined, there is no indication of a product quality deficiency. In this case, although a conclusive cause for the reported difficulties cannot be determined, there is no indication of a product quality deficiency.